Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (1mg/ml at dose 0.4794) via an implantable pump. The indications for use was unknown. It was reported that the patient was experiencing swelling at the pump pocket site. The fluid was aspirated. The patient was found to have a large cerebrospinal fluid leak (csf) at the pump pocket site. The patient was taken to surgery and the entire catheter was replaced. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8785 (lot: hg8bun1); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025, section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6), product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025, brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025,brand name ascenda; product ID 8780 (serial: (B)(6), product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a large fluid collect at the pump pocket site. It was unknown if it was from the catheter leaking or the catheter insertion site in the spine. No leak was found on the catheter. The catheter was replaced and the old catheter was removed from the spinal pocket. This resolved the issue and the patient was doing well and had no issues.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter; product ID 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter; product ID 8785, lot# hg8bun1, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter; product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.